Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our saudi arabian affiliates, during implant of a 29mm sapien 3 valve with alterra prestent in the pulmonic position via transfemoral venous access, the alterra device was implanted, and the procedure was staged due to concerns regarding prestent stability within the patient's anatomy. Specifically, the inflow apices were described as poorly engaged, raising concern for potential embolization. An echocardiogram performed immediately following the alterra implantation was reported as satisfactory. Borderline hemodynamics were noted and attributed to supraventricular tachycardia present prior to catheterization. On the following day, the patient's hemodynamics worsened and a pericardial effusion was identified in a repeated echocardiogram. The patient was taken to the operating room, where a perforation of the main pulmonary artery was identified at the level of the upper edge of the alterra device (outflow apices). The patient was reported to be in stable condition following surgical intervention. The patient however died two days after surgery.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b2, b4, b5, g3, g6, h2, h3, h6 (correction to component code), h11. The product was not returned to edwards for evaluation, therefore visual inspection, functional testing, and dimensional testing were not performed. Imaging was provided by the site and the following was noted: pre'procedural imaging demonstrated anatomy consistent with suitability for alterra implantation within the native anatomy. The alterra was initially positioned at a relatively low, annular level. After distal repositioning, deployment was initiated, and fluoroscopic imaging demonstrated that multiple apices did not share a uniform trajectory and appeared to be engaging the surrounding anatomy. The alterra delivery system was pulled back, and deployment continued at a lower position. Subsequent imaging demonstrated a rightward bias of the alterra relative to the mpa, with evidence of canting and non-coaxial alignment. The device appeared oriented perpendicular to the native anatomy. On the lateral projection, imaging also demonstrated the alterra oriented perpendicular to the native anatomy. The device configuration continued to show canting and diving. Folding at the waist of the alterra was observed, consistent with increased tension within the frame. This increased tension appeared to coincide with apical engagement with the surrounding anatomy, rather than free expansion. Based on prior experience with similar perforation cases, perforation may have occurred at the time of alterra release. In this case, however, no deployment angiogram was available for review, limiting visualization of device-anatomy interaction at the time of release. Post deployment imaging demonstrated the alterra fully deployed at a relatively low position and appearing stable, with no apparent imaging findings consistent with contrast extravasation or acute perforation. The procedure was subsequently staged at the discretion of the customer; however, the reason for staging could not be determined from the available imagery. Following implantation of the alterra prestent, echocardiography demonstrated the presence of a pericardial effusion on post op day (pod) 1. The complaint of prestent penetration was confirmed based on evaluation of the provided imagery and event description. A review of the device history record (DHR) and lot history did not identify any evidence of manufacturing non-conformance. As no device was returned, there is no evidence to suggest that a manufacturing or design defect contributed to the event, a manufacturing mitigation review was not required. Additionally, the edwards alterra adaptive prestent system instructions for use (IFU) (saudi) and associated training materials were reviewed. No deficiencies in labeling, IFU, or training materials were identified. Based on prior investigation and current evaluation, the event is attributed to non-coaxial (canted) deployment of the alterra prestent within the pulmonary artery. Available imagery indicates the device was initially positioned low at the annular level and, following repositioning, deployed with multiple apices not sharing a uniform trajectory, resulting in engagement with surrounding anatomy. During deployment, continued canting, apical diving, and folding at the prestent waist were observed, consistent with increased frame tension and constrained expansion. Although recapture and repositioning are recommended under such conditions per IFU guidance, deployment proceeded, likely resulting in the observed penetration, associated pericardial effusion, and need for surgical intervention. Lack of a deployment angiogram limited full assessment of device'anatomy interaction at the time of release. The alterra prestent design features outward-flared apices and chronic outward force to support retention may contribute to penetration risk when combined with non-coaxial deployment. Overall, the available evidence supports procedural factors, in conjunction with device design characteristics, contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been re-opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our (B)(6) affiliates, during implant of a 29mm sapien 3 valve with alterra prestent in the pulmonic position via transfemoral venous access, the alterra device was implanted, and the procedure was staged due to concerns regarding prestent stability within the patient's anatomy. Specifically, the inflow apices were described as poorly engaged, raising concern for potential embolization. An echocardiogram performed immediately following the alterra implantation was reported as satisfactory. Borderline hemodynamics were noted and attributed to supraventricular tachycardia present prior to catheterization. On the following day, the patient's hemodynamics worsened and a pericardial effusion was identified in a repeat echocardiogram. The patient was taken to the operating room, where a perforation of the main pulmonary artery was identified at the level of the upper edge of the alterra device (outflow apices). The patient was reported to be in stable condition following surgical intervention. The patient however died two days after surgery. After further clinical discussion, the injury was likely successfully treated, with the patient reported as stable following surgery. The patient died two days later, the cause of death is unknown. There is no information provided that demonstrates that the alterra prestent caused or contributing to the death. It should also be noted that no information was provided regarding patient comorbidities that may have contributed to the death.